Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system on (B)(6) 2010, during an anterior colporrhaphy procedure for her 3rd-degree anterior vaginal defect. The patient was noted to have delayed healing at the incision site, and was treated with vaginal estrogen (prescription duration unknown), which was unsuccessful. On (B)(6) 2011, the patient underwent a mesh revision procedure, where a 7mm diameter portion of mesh was excised, and the defect was closed. The patient was seen again on (B)(6) 2011, where her incision was noted to be well-healed, her defect was repaired, and there were no abnormal findings. The patient then developed mild, intermittent abdominal pelvic pain and was seen on (B)(6) 2012. When examined, she presented with mesh exposure measuring approximately 1.5 x 0.3 cm, just anterior to the apical fold. However, the patient had no vaginal complaints, and is not sexually active. The speculum exam was non-tender, and she remained asymptomatic throughout this portion of the exam. Reportedly, the patient was restarted on 0.5 grams of vaginal estrogen cream nightly for two weeks, then twice a week thereafter.

Event description:
It was reported to boston scientific corporation that the patient first presented to the physician with complications in (B)(6) 2011; however, the patient denied experiencing symptoms associated with the mesh, and the mesh exposure was an incidental finding.